Manufacturer narrative:
Further information was requested but not yet received.

Event description:
It was reported that an implantable cardiac monitor (icm) exhibited under sensing. No intervention or procedure was reported. No patient symptom was reported.